Event description:
It was reported by the facility while transferring resident from wheelchair to bed, the left strap of cradle seat [sling] came off hook at resident's head, resident fell out of the lift to floor striking back of their head on the floor. Resident sustained c-shaped laceration with a small area of swelling and some bleeding. In addition a bruise noted on left heel later. Per marketing and quality, co will be sending facility the newer design of cradle for lifts. Older lift and older cradles/spreader bars have a c-hook design and a new cradle/spreader bars have a pig-tail hook design.